Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)

Event description:
It was further reported that the lesion was located in the mid left circumflex (lcx). The pt2 moderate support guide wire was advanced to the distal lcx. Pre-dilatation was performed with a 2.5 x 15mm balloon catheter up to 12 atms for 45 seconds. The stent which was implanted was a 3.5 x 15mm and was deployed up to 9 atms. Post-dilatation was performed in the mid segment of the stent up to 10 atms and then proximally up to 11 atms with a 3.5 x 8.0mm balloon. Ivus revealed the mid segment of the stent was under deployed and was only 2.6 x 2.7mm in diameter. The ivus catheter was removed and fluoroscopy then revealed the guide wire tip was at a bend in the artery. The proximal end of the wire was removed and replaced with a 0.14 x 180 non bsc wire. A snare was advanced, but was unable to cross the stented lesion. The physician also made an unsuccessful attempt to remove the wire fragment utilizing an aspiration catheter. The 3.5 x 8.0mm balloon catheter was advanced to the stented lesion and further post-dilatation was performed up to 14 atms for 15 seconds. Angiogram performed at this time revealed satisfactory results; timi 3 flow to distal lcx and left anterior descending (lad). At procedure end, there was no evidence of acute thrombosis or closure of the artery and the patient was asymptomatic. In (B)(6) 2010, the patient completed follow up with a different physician. The physician noted the patient has been stable since the procedure in (B)(6) 2010 without significant chest discomfort difficulties. He noted ''this fracture is felt almost certainly to be a consequence of mechanical trauma secondary to contraction of myocardial muscle, which appears to have sheared the wire at a bend point.'' This physician recommends no further interventional therapy and continuation of medical treatment would be appropriate.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post a stenting procedure, the tip of the guide wire detached. The target lesion was located in the circumflex. The pt2 moderate support guide wire was advanced to the lesion. Non bsc ivus was completed and the lesion was predilated with a non bsc balloon catheter. A non bsc stent was then placed in the lesion and ivus was completed again. The procedure was completed at this point; however, an irregularity was noted with the radiopaque portion of the guide wire. The physician pulled back on the wire and noted the tip of the wire had separated and embolized to the distal obtuse marginal branch of the circumflex. Several attempts were made to retrieve the device, including a snare, aspiration catheter, and multiple wires; all of which were unsuccessful. Angiography was completed and the fragment appears to be approximately 12mm. The physician decided to leave the fragment as it was too far distal and the risks of attempting to surgically remove it out weigh the benefits at this time. There were no additional patient complications reported and the patient's condition was reported as stable.

Event description:
It was further reported that approximately 5 months post procedure, the patient had a mildly abnormal stress test as well as persistent atypical chest pain. The patient consulted with another physician to discuss his options. The chest pain was noted to usually occur at rest while lying supine at night and was not associated with exertion. The patient noted that the chest pressure really resolved two weeks prior, but now has discomfort in his neck occurring 1-2 times per week. The patient also noted occasional shortness of breath and an intermittent tickle in his chest wall not associated with exertion. Coronary angiography was recommended. In (B)(6) 2010, coronary angiography was completed revealing non-obstructive coronary artery disease with evidence of mild plaquing, patent stents seen in the lad and lcx and elevated left ventricular end-diastolic pressure. It was recommended that the patient maintain aggressive medical therapy for coronary artery disease.

Manufacturer narrative:
(B)(4).